Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced a ghost bolus. The pt reported that she bolused for dinner at 7pm. The pt confirmed that she did not touch her motor remote after bolus at 7pm, the pump vibrated 25 minutes later and then checked bolus history and 0.00 bolus was stored in history.